Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders and patient was not crossing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no critical notices in the health sight viewer indicating that patient data was not current or that orders are delayed. Technical support specialist dialed into the server, ran the server downtime query, and verified that messages were successfully crossing over. Logged into hsv and confirmed there were no patient information or order downtime or delay notices. The system functioned as intended when the technical support specialist investigate the device.